Manufacturer narrative:
The reported events of a vad stopped alarm and a displaced o-ring on power port one were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a vad stopped alarm, which occurred on (B)(6) 2016 at 20:47:23. This alarm was caused by a disconnection of the driveline from the controller. Analysis of the device revealed that the device failed to meet specifications. The device passed functional testing but failed visual inspection due to a displaced o-ring on power port one. A possible root cause of the displaced o-ring may be attributed to a shift in the manufacturing process. The most likely root cause of the vad stopped alarm can be attributed to a disconnection of the driveline cable from the controller. An internal investigation has been opened by the supplier to address displaced o-rings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had observed a "vad stopped"-alarm and had exchanged the controller (at home). It was noted that the power port 1 is sealing partially slipped out. An elective controller exchange was performed at home with family and it was stated that the patient was fine the whole time and tolerated the exchange well. Also stated was that the log files were downloaded. No additional information available.